Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ry96, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information reported that the patient was doing much better after their appointment on (B)(6) 2015. The patient was reprogrammed. They are currently on program 2 at 1.9 volts. The patient and their wife were very happy with the improvement. The physician showed them how to adjust stimulation and recommended that the patient only increase or decrease it slightly for fine tuning. The patient was going to be seen again in three months for a re-evaluation.

Event description:
It was reported that the patient never had therapeutic effect. He gets up every hour during the night. The patient reports being in hospital with diverticulitis and a chronic lung infection. There were 3 holes found in his bowel. He can't get his bowels to move and when they do move, it burns. He had pain in rectum/lower stomach on right side, which was where the repair was done in the hospital visit. He does not have control over his rectum and there was no feeling there. Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2015. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the indication for the therapy was urinary frequency. The action taken to resolve the patient¿s issues was that they were seen in the office on (B)(6) 2015 and their device was reprogrammed. The patient was sent home that day on program number 11 at 5.2v. The patient¿s hospitalization was due to diverticulitis with 3 holes in their bowel and pneumonia and it was not device related. It was unknown if the patient had a history of diverticulitis. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).